Event description:
It was reported that there was oversensing and varying impedance. Alert tones have been heard for the past several months. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.